Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the connection between the patient's safe lock adp adaptor slides off during treatment causing a fluid leak. Upon follow-up, the patient stated that the connectors are being used with a baxter extraneal icodextrin bags. The patient stated that the issue occurred multiple times in the past, but the number of occurrences and dates were unspecified. The patient confirmed that they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has been completing their peritoneal dialysis (pd) treatments. The samples are not available to be available for return to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There was no information found that the customer received product in the reported timeframe. In addition, a device history review could not be performed because no lot information was found. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.